Event description:
They had difficulty interrogating the pump through the outer box. They opened the box to interrogate through the sterile packaging and were successful. The pump was placed in the sterile field and they used a 22 gauge needle to remove the water. They were unable to get any water out. They make several attempts and confirmed the syringe/needle connection. The pump was not used in the pt. There was reported to be no pt injury. The pump was never implanted; a different device was used for the implant.

Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis revealed no anomaly found for the pump.